Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: a stent graft delivery system was received for evaluation. The safety clip and the 2-way stopcock were found to be removed and missing. The tuohy-borst valve was found to be screwed off of the y-injection adapter but could be reassembled without issues. The outer sheath was found to be fractured distal to the catheter reinforcement. In this area, the outer sheath was found to be elongated. The 68mm distal to the fracture the catheter was found to be slightly compressed. The catheter tip was found in good condition. The stent graft protruded the distal tip for 88mm. The inner catheter was completely inside the stent graft. The distance between the pusher and the proximal end of the stent graft was 37mm. The system as well as the distal part of the partially deployed stent graft was found contaminated. Functional/performance evaluation: a flushing test through the proximal luer port and a patency test with device compatible 0.035'' guide wire could be performed successfully. It was concluded that the stent graft could not be completely deployed due to the fractured outer sheath. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: on the basis of the returned stent graft delivery system, the alleged deployment failure could be confirmed. The stent graft was found to be partially released. The outer sheath was found to be elongated, which indicated that a high deployment force was present during the deployment attempt, which subsequently resulted in an outer catheter fracture. No indication was found for a manufacturing related issue. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore previous investigations of similar complaints have been reviewed. The reported type of event may be related to a difficult patient anatomy or a challenging placement site, which may lead to deployment failure. In this case no information about the condition of the tracking and target anatomy were provided. No information was provided if the proximal end of the stent graft was placed in straight section of the lumen prior the attempt to deploy the stent graft. Insufficient flushing of the device could be another contributing factor for the reported event. In this case, no information about the flushing was provided. A manufacturing related cause was also considered. However, during sample evaluation no manufacturing related deficiency could be verified. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent graft was allegedly unable to deploy from the delivery system. It was further reported that the outer sheath of the vascular stent graft delivery system was allegedly broken. There was no reported patient injury.